Manufacturer narrative:
The hillrom technician provided the caster part number to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Replace parts or adjust the system if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on may 2023. It is unknown if the facility performed any other preventative maintenance on this bed. Hillrom technical support contacted the account three times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the head end caster malfunctioned. Head end casters were not keeping the wheel from spinning while it was locked. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).